Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At the routine 45 day follow up, radiology read computed tomography (CT) imaging that the closure device had an 8mm leak. CT revealed a measurable peri device leak on the mitral side approximately 1.4 - 4.4mm. Peri-procedural fluoroscopy and intracardiac echo (ice) images were reviewed with the physician prior to closure device release. It appeared the leak was visualized on the angiogram prior to device release at the initial implant; however, it was not as visible on ice. The closure device appeared to be in the same position on follow up. The physician will keep the patient on anticoagulation for a total of six (6) months from implant and will re-image with CT at a later date.